Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: inratio lab patient # 1 6.2 not available patient # 2 5.0 not available patient # 3 1.3 not available. Follow up results reported on 03/2006 using the 2nd monitor. Patient # 1 2.8,2.9,3.3,2.9 patient # 2 3.0,3.0,3.0,3.1,3.0.lab inr-2.89